Manufacturer narrative:
Section a2: mean age 40¿85 years old. . Section b3 - date of event: exact date not provided. Article acceptance date is december 04, 2024. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. . Section h3 - the intraocular lens was not returned for analysis (the device remains implanted). The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided citation: a. Janekova, m. Palachova, comparison of visual acuity and optical quality between higher-order aspheric monofocal and standard introcular lenses. Clinical outcomes of an enhanced monofocal iol, clinical research, int j ophthalmol, vol.18, no.4, apr.18, 2025. Doi:10.18240/ijo.2025.04.05. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The literature article below was received on 05/13/2026 with potential complications/aes reported. Literature title: comparison of visual acuity and optical quality between higher-order aspheric monofocal and standard intraocular lenses. Review completion date: 05/13/2026 rapid response team comments: a prospective, randomized, comparative, double-blinded study was done to compare the 12-month outcomes of visual performance and patient satisfaction of a higher-order aspheric monofocal intraocular lens (iol) and a conventional monofocal iol. A total of 44 eyes of 22 patients underwent bilateral cataract surgery received the tecnis enhance icb00 iol in one eye (icb00 group) and the tecnis zcb00 iol in the fellow eye (zcb00 group). At 1-month post-op, it was reported that mild cystoid macular edema was diagnosed in both eyes of 1 patient, which completely resolved by the 6-month visit following treatment with topical anti-inflammatory drugs for 1 month. It was reported that 46% of patients were dissatisfied with daily reading without glasses, 62% used spectacles for reading all the time, and 14% used spectacles very often. One patient (less than 5%) also reported feeling differences between eyes during everyday activities for intermediate or near distances. Note: this report is submitted for the icb device. A separate report will be submitted for the zcb device. A copy of the article is attached.